Event description:
It was reported that the consumer accidentally ingested one efferdent tablet - formulation uspecified (potassium monopersulfate, sodium perborate monohydrate) once in 2005. After ingesting the product, they reported feeling ill and their tongue was blue,. The consumer was hospitalized (treatment unspecified. The outcome of the events is unknown.